Manufacturer narrative:
Product complaint # (B)(4). Batch # p5750x. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during the laparoscopic right hemicolectomy surgery,after fired, the knife moved to the distal end, but could not return knife automatically. Used manual override lever to return knife. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r57l7a. Per photographic evaluation: four photos were provided; picture, one shows the handle of a device with the bailout door not present. The closure can be seen open and the knife reverse switch is noted to be in its home position. The batch number r5750x can be seen. Picture two shows the handle of a device with the bailout door not present from the top view. The closure can be seen open and the knife reverse switch is noted to be in its home position. Picture three shows an open jaws of a device with no reload loaded. The knife indicator can be seen in its home position. Picture four shows an open view of a device with no reload loaded and the bailout door not present. The closure can be seen open and the knife reverse switch is noted to be in its home position. Based on the picture alone the event described cannot be confirmed. Please refer to device analysis for full analysis details. Device analysis: the analysis found that one pse60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. A manufacturing record evaluation was performed for the finished device batch number r57l7a, and no non-conformances were identified.